Manufacturer narrative:
(B)(4). Batch # n92e29. The analysis results of the el5ml device found that it was received with no damage in the external components. In addition, 1 clip partially formed was returned in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure and 3 conforming clips. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure and malformed clips. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, two clips were fed into the jaws at a time and jamming occurred. Another device was used to complete the case. There were no adverse consequences the patient.